Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy robot assisted laparoscopic, salpingectomy') in an adult female patient who had essure (batch no. 626157) inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (abdominal hysterectomy robot assisted laparoscopic, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter considered medical device removal and uterine leiomyoma to be related to essure. The reporter commented: surgical pathology report: cervix: reactive squamous metaplasia with nabothian cyst. Leiomyoma and adenomyosis. Fallopian tubes with paratubal cyst. Date(s) of removal: 2008 (discrepancy noted as per pif) and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: optimally positioned bilateral essure micro inserts with bilateral oviduct obstruction demonstrated. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy robot assisted laparoscopic, salpingectomy') in an adult female patient who had essure (batch no. 626157) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (abdominal hysterectomy robot assisted laparoscopic, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter considered medical device removal and uterine leiomyoma to be related to essure. The reporter commented: surgical pathology report: cervix: reactive squamous metaplasia with nabothian cyst. Leiomyoma and adenomyosis. Fallopian tubes with paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: optimally positioned bilateral essure micro inserts with bilateral oviduct obstruction demonstrated. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.